Event description:
Via information from hospital records obtained on 09/09/2007, a gore propaten vascular graft (unk lot/item) was implanted on approx three months earlier in a female in the left femoral-anterior tibial bypass position. On the following day, a reintervention was performed for thrombosis of the anterior tibial bypass graft. A #3 fogarty catheter was passed distal to proximal; however, it did not pass all the way to the groin. The groin structures were opened and re-explored. A slight angle prevented the fogarty catheter from passing. The graft was then completely cleared of clot and flow was restored to the lower extremity. An intraoperative arteriogram demonstrated still single-vessel runoff to the foot; however, several of the pedal vessels were occluded. A second attempt was made to pass a #2 fogarty catheter distally with no retrieval of clot. The arteriotomies were closed with 7-0 prolene suture. The patient tolerated the procedure well with no intraoperative complications. The patient was returned to the intensive care unit in good condition. There was no allegation of product deficiency made by the physician. Gore has made the decision to report this incident because it is seen as a reintervention.